Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that high, out of range pacing impedance (>2000 ohms) was observed from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic testing to verify the rv lead integrity and confirm proper connection between the rv lead and device. The physician received the recommendations from technical services and has yet to make a decision regarding the event resolution. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.